Manufacturer narrative:
The device return remains pending; a supplemental report will be submitted to communicate the results of the evaluation, investigation and review of the manufacturing/service records.

Event description:
It was reported that during use of a vigilance ii monitor, the customer observed continuous cardiac output (cco) values which were not constant; there were ¿ups and downs;¿ therefore, the measurements were not reflective of the patient¿s clinical status. No alarm was displayed. The customer exchanged the vigilance ii monitor, which resolved the issue. No treatment was administered or withheld as a result of the erroneous values, and there was no report of patient compromise. Troubleshooting exempted the related swan-ganz catheter and 70cc2 cables (2), and no other system-related devices were identified as suspect. A similar event occurred with this monitor the following day and the event was recorded. The submissions for both will be cross-referenced. Patient demographics were requested but were unable to be provided.

Manufacturer narrative:
Review of the manufacturing records support that there were no non-conformances noted during the manufacturing of the vigilance ii monitor and the device met all specifications prior to release. A review of the service history supports that there have been no prior issues requiring servicing prior to this report. Evaluation of the returned device exempted the monitor as a contributor to the reported event. During examination, the monitor performed as expected, including all functional and electrical safety testing. Over 72 hours of successful testing via simulator was performed, with no faults noted for any reason. Although the customer suspected the monitor, our evaluation concluded that one (1) of the two (2) associated 70cc2 cables failed due to a malfunctioning blood temperature measurement wire. Please note that the second cable returned with the aforementioned devices was examined and exempted, as it also passed all testing with no issues found. Three (3) medwatch reports were filed for this event; 2015691-2017-04465 for the vigilance ii monitor referenced in this report 2015691-2017-04473 for the subsequent event involving the same monitor, the following day, and 2015691-2018-00199 for the 70cc2 cable an unstable temperature that is not indicative of the patient¿s clinical status can be an indication to the user to begin the troubleshooting process. The patient¿s body temperature by can be obtained by different means and compared to the temperature obtained from the catheter. If they do not correlate to the clinician¿s satisfaction, the suspect device can be changed out with a minimal delay in treatment/monitoring. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.